Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the appropriate device history records for this serial number found that previous rework performed on this unit is not related to this evaluation.

Event description:
The customer reported that the force fx-8c generator was in use with a non-covidien electrosurgical pencil. The pencil was plugged into the monopolar 1 port of the generator, and the pencil reportedly self-activated. The customer site has indicated that the switch on the pencil was found to be broken.